Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that the insulin pump did not detect her low blood glucose reading and did not alert low. The customer's blood glucose was 47 mg/dl. The customer stated that she did not get the information about the sensor reading. She stated that she had updated the sensor reading at that time, and it read low, but it was not accurate with her blood glucose reading. She stated that she did not feel well and was advised to call back when she felt better in order to troubleshoot the issue. She was advised to upload her insulin pump data in order to have it analyzed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.